Manufacturer narrative:
(B)(6). The device was manufactured from april 05, 2019 - april 07, 2019. The actual devices were not available; however, a photograph of the samples were provided for evaluation. Visual inspection was performed to the photographs using the naked eye, however, the photos do not provide enough detail to show the leaks. The reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the unspecified location. The device was filled with 250ml of fentanyl/bupivacaine. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.